Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectum resection, while the device was being used for descendorectostomy, a leak was discovered by performing a leak test. The surgical time was extended by more than 30 minutes due to partially over-stitching the staple line.